Event description:
Complainant alleged that during functional testing, the device's screen froze and the device was unresponsive. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
It was reported that the pulse generator could not be interrogated. Previous data from (B) (6) 2009 gave an estimated remaining longevity of 3-6 months.